Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was stuck in the motor error loop during the bolus and basal delivery. Unable to confirm error alarms due to an erased history file. The pump had a slightly loose drive support disk. The motor may have had an intermittent failure that was not detected during our testing. The pump also had a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and belt clip slot, minor scratches on the display window, and broken battery tube threads.

Event description:
Customer reported that the insulin pump returned a motor error alarm during basal. Customer reported that the insulin pump was recently dropped. Blood glucose level was 223 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.